Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (02/2021).

Event description:
It was reported that prior to a hemodialysis procedure, introduction needle of the dialysis catheter was allegedly found to be fractured. Reportedly, the introduction needle was replaced and the procedure was completed. There was no reported patient involvement.

Event description:
It was reported that prior to a hemodialysis procedure, introduction needle of the dialysis catheter was allegedly found to be fractured. Reportedly, the introduction needle was replaced and the procedure was completed. There was no reported patient involvement.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the samples were not returned; however, one electronic photograph was received. The photo appears to show 2 introducer needles with the needles set in what appears to be a protection box. Further details regarding the introducer needles cannot be obtained from this photo. The investigation is inconclusive for the alleged needle was found to be fractured issue due to the fact that the photo could not show further details and no sample was returned for evaluation. Although a definitive root cause could not be determined, the following contributing factor incorrect material specification could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 expiry date (02/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.